Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillitis on (B)(6) 2017, hypertension in 2013, chronic anaemia in 2010, endometriosis from 2010 to 2018 and cystocele in 2012. Concomitant products included ascorbic acid since 2012, bismuth subsalicylate since 2012, calcium since 2012, docusate sodium (colace) since 2012, ferrous sulfate since 2012, ibuprofen since 2012, lisinopril since 2012, losartan since 2012, omeprazole since 2012, paracetamol (acetaminophen) since 2012 and prochlorperazine since 2001. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced ovarian cyst ("ovarian cysts"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the weight increased, vaginal haemorrhage, menorrhagia, nausea, ovarian cyst, migraine, headache, abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (836496) added. Essure insertion date changed to (B)(6) 201. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nausea, ovarian cysts, migraines, headaches, lower abdominal pain and upper abdominal pain added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillitis on (B)(6) 2017, hypertension in 2013, chronic anaemia in 2010, endometriosis from 2010 to 2018, cystocele in 2012, anemia, blood pressure abnormal, blurry vision, multigravida and parity 6. Previously administered products included for an unreported indication: lisinopril. Concurrent conditions included urinary incontinence, vomiting, nausea, tachycardia, dizziness, headache, dyspepsia, uterine bleeding, bloating, gastritis, uti, ovarian cyst, nephrocalcinosis, tingling, bloating and weight loss. Concomitant products included ascorbic acid since 2012, bismuth subsalicylate since 2012, calcium since 2012, diphenhydramine hydrochloride, docusate sodium (colace) since 2012, ferrous sulfate since 2012, ibuprofen since 2012, lisinopril since 2012, losartan since 2012, morphine, omeprazole since 2012, paracetamol (acetaminophen) since 2012, prochlorperazine (compazine spansule) and prochlorperazine since 2001. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced ovarian cyst ("ovarian cysts"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the weight increased, vaginal haemorrhage, menorrhagia, nausea, ovarian cyst, migraine, headache, abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Pathology test: on (B)(6) 2017: bilateral fallopian tubes with essure coils" is two 6 x 1 x 1 cm tan fallopian tubes with soft metallic coils up to 4 cm length, coils for gross examination, tubes in 1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.